Manufacturer narrative:
Failure analysis revealed that the insulin pump passed functional test including displacement test, rewind, basic occlusion, occlusion, prime, and excessive no delivery alarm test. No excessive no delivery alarms or motor error alarm noted. The motor was tested outside the device and passed. The unit functioned properly. The device was received with minor scratched lcd window, cracked reservoir tube lip, cracked battery tube threads, and missing end cap sticker.

Event description:
Customer reported she was hospitalized due to high blood glucose of 450 mg/dl. Customer thought she had a stomach virus and was unaware that she was in diabetic ketoacidosis. Customer stated cannula was bent; home glucometer was reading 250 mg/dl, glucose monitoring system was inaccurate, and the insulin pump alarmed no delivery. Customer's father took her to the emergency room. She then started throwing up and was unaware of what was going on. She was admitted for a week, on insulin drip for four days then was put on the device. Customer had changed complete set and was unable to troubleshoot for no delivery. Troubleshooting for motor error performed. Blood glucose was 136 mg/dl. Alarm occurred during bolus. No significant event or encounter with MRI. Customer does not use sensor feature. She was advised to discontinue use of the device and revert to back up plan. No further information reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.